Event description:
Customer said that they tested bed in patient's room and when they set exiting, it armed and exiting was on steady and after a short time the exiting led went off no alarm sounded, they repeated this three times. When they moved bed to the bed shop about three days later, the ppm would work fine. Asked customer to look for signs of moisture on the p200 and area, power supply board and articulate the head and siderails with ppm set.